Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup was cracked. The patient reported experiencing irritation, which is a labeled, not serious event. The cup was unavailable for evaluation.